Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a sudden impedance jump to 232 ohms. It was noted the patient is also implanted with a cardiac resynchronization therapy pacemaker (crt-p). X-ray images will be obtained, and technical services (ts) was consulted for further support. Ts reviewed the provided device data and confirmed the impedance graph shows a sudden change in low voltage measurement from (B)(6) 2026. Ts questioned if the patient could remember any accident or fall between those dates. As a sudden change in impedance could be a sign of electrode fracture, it was advised to review x-rays in both lateral and pa projections, with focus on the pocket. If an electrode fracture is confirmed, electrode replacement would be advised. No adverse patient effects were reported. This s-ICD remains in service. Additional information received on 04-march-2026 indicates this patient underwent a revision procedure, and their s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted s-ICD is expected to be returned for analysis.